Event description:
It was reported that during testing of the pulse generator and analysis of the patient's electrocardiogram (ECG), the pulse generator had failed to capture, and no pacing output was delivered. No intervention was performed. The patient was in stable condition.